Event description:
Customer reported the anestar anesthesia delivery system displayed a flow error, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the proportional valve. Unit was calibrated and safety tested to factory specifications.